Event description:
In 2002, the cryopreserved pulmonary valve and conduit was implanted in the pulmonary valve position of a pt with unk medical history. It was reported that approx 10 days after surgery the pt had developed a post-op infection. Verbal communication from the clinical site reported that enterobacter cloacae was identified as the infectious organism. The pt was believed to be treated, and it was reported that this valve remains implanted. Additional surgical notes and pt medical records have been requested but not received to date.